Event description:
It was reported that during a photoselective vaporization of a prostate the fiber forward fired from the tip after 22,323 joules with 4:30 minutes of fiber use. A second fiber was utilized to complete the procedure without patient complications. It was further reported that there were no stones present in the prostate and the light emitted from the fiber was red.